Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
As reported: "the locking screw was not locked in the distal right hole of the variax fibula distal plate. Drilled again at a nearly vertical angle and the screw did not lock. A similar operation was performed in the hole on the left side of the distal portion of the plate, but the lock still did not work. After that, it was locked when replaced with another screw of the same size. When the screw head touched the hole, there was some resistance, but the screw continued to turn. The plate was bent, but not at the hole. The defective screw was discarded."